Manufacturer narrative:
This analyzer was received at the (B)(6) depot and a problem report was provided. However, there were no run logs available. An investigation was performed and indicated that the allegation was not observed during reagent investigation and did not detect a reagent lot issue. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged discrepant results generated for 3 patient samples with the cobas® liat® sars-cov-2/flu test on the cobas® liat® system when compared to the genexpert (cepheid) / (biofire) system. The initial (3) patient samples generated positive results for sars-cov-2, and negative results for influenza a/b. The customer's lab protocol is to repeat all positive results on either the genexpert (cepheid) or biofire platform. Further repeat testing of the same samples with the genexpert) system, generated negative results for all 3 targets. The results of the repeat testing were reported to the patient. No harm is alleged. Per the FDA guidance three (3) mdrs will be filed; one for each patient. An investigation was conducted to evaluate the customer issue.